Event description:
Patient's family member called lfs on patient's behalf alleging that their one touch basic enhanced meter was prompting the not ok message. The message was appearing upon powering the meter on. This would indicate that the meter was experiencing electronic problems. The patient neither alleged harm nor experienced injury. Patient's family member did contact a nurse to have patient's blood glucose level checked as a precaution. Based on the info supplied by the patient's family member, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's meter was replaced.